Event description:
The user facility reported that the involved angio-seal device was used for a peripheral intervention procedure which was completed without difficulty. The angio-seal device was chosen to close the common femoral artery (cfa). The medical doctor (md) deployed the device correctly; however, after he set the anchor and pulled the device back to tamp the collagen, all the device components came out of the patient. It was noticed that the anchor was still stuck in the sheath and appeared to have never exited the sheath to catch on the arteriotomy. A 6 fr pinnacle precision gwa, 6fr 45cm destination, balloons, and stent were used with the involved product. Manual pressure was held, and the patient did just fine. The patient was in stable condition. The procedure outcome was unsatisfactory but acceptable. There was no patient injury, and no medical or surgical intervention was required.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: registered technician. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, guidewire, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. An attempt was made to reset the device to the forward lock position; however, the device was unable to be reset as excessive resistance was encountered. A kink was formed in the proximal end of the tubing due to the force exerted during functional testing. The carrier tube was subsequently removed from the hemostasis sheath to conduct further inspection of the tubing. It was found that the collagen was swollen with blood, and that the tubing was coated in dried blood, which is likely to have caused the resistance encountered during functional testing. Dimensional testing was performed by measuring the outer diameter of the carrier tube and the inner diameter of the hemostasis sheath. The carrier tube outer diameter (od) was measured at 0.081", and the sheath inner diameter (ID) was measured at 0.094". Both dimensions were within the appropriate specifications outlined within the engineering drawings, and no issues with device dimensions were identified. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).